Event description:
It was reported via the sales rep that the blade subject to this MDR broke during a total hip replacement. It was further reported that the blade was replaced with another one and this blade also broke. The broken pieces fell in to the surgical site, but were recovered successfully using a hemostat. There was an approximately 10 minutes delay to the procedure as a result of the product breakages. It was further reported that the procedure was completed successfully using another blade product. Patient injury has not been reported as a result of this issue.

Manufacturer narrative:
Devices have not been received to permit evaluation as yet.